Manufacturer narrative:
The svc rep replaced the coin battery on x-ray controller pcb. Flashed nodes and re-loaded cal files. Tested sys; booted sys error free 10 times, produced x-ray with no repeat of error. Overall sys functional checked and operating as intended. The rep also tightened the loose handle.

Event description:
Customer reports iris too large error. No pt was injured.